Manufacturer narrative:
The product investigation was completed. Device evaluation details: a picture was received for evaluation following biosense webster's procedures. According to pictures provided by the customer, foreign material is observed inside the pebax. The customer complaint was confirmed based on the received picture. Additionally, the device was returned to biosense webster (bwi) for evaluation. A visual inspection of the returned device was performed following bwi procedures. Visual analysis revealed reddish material and a hole in the surface of the pebax. No other anomalies were observed. A manufacturing record evaluation was performed for the finished device lot number 31248393l, and no internal action was found during the review. The foreign material inside pebax issue reported by the customer was confirmed. The potential cause of the damage on the pebax could be related to the usage of the device during procedure; however, this cannot be conclusively determined; however, this cannot be conclusively determined. The instruction for use states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idvt (idiopathic deep vein thrombosis) with a thermocool® smart touch® sf bi-directional navigation catheter and post procedure the bwi product analysis lab identified a hole on the pebax. During the procedure, after a couple lesions and when the catheter was removed from the body the physician noted that there was blood and fluid inside of the clear window of where the sensor is on the distal end. There were no issues present during the procedure. The catheter was replaced and the procedure was continued. No patient consequences were reported.